Manufacturer narrative:
Event was reported by e-mail from coopervision's business partner. Four (4) sealed lenses were returned from the 6pk with the lot number 9410200719, exp 11/2014. Method: per the quality analysis, the lens met all manufacturing specifications for measured parameters and no surface or edge defects were evident upon magnified inspection. Results: further investigation concluded a ph level lower than established tolerances. However, it is unlikely that this would be the cause of the reaction experienced by the patient. Conclusions: no conclusion can be drawn. A low ph can cause temporary stinging or burning, but is not usually associated with any of the conditions which had been reported in this incident. This case is reported as stromal edema with treatment. We are reporting this because the patient was prescribed vigamox. Should additional information be received that would change this conclusion, an update to this report will be filed within 30 days of receipt.

Event description:
Patient has worn frequency 55 multifocals since (B)(6) 2009 as a daily wear lens, changing monthly. Patient used opti-free express solution. Patient opened a new box of lenses and inserted. Over 15 minutes the eyes swelled, felt gritty and became increasingly cloudy. Patient removed lenses and went to her o.d. Doctor diagnosed her with corneal stroma edema. The following day the patient was still in pain and was referred to an ophthalmologist. Patient was prescribed vigamox and systane drops. Lens wear was temporarily discontinued. Upon follow-up on (B)(6), ocular status of patient was good and patient had 20/20 va in each eye.